Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation at 9 atmospheres for around 20 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.